Manufacturer narrative:
Findings: unit received with depleted energizer alkaline battery installed. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected alarm error test. Unit uploaded properly using carelink pro. Unit had scratched reservoir tube window. Data analysis: there is no data available due to the unit received with a depleted battery installed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown as the customer passed away in their sleep. The customer had trouble with diabetes complications the last two months prior to passing away. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer's spouse stated that she filled the pump, went to sleep and did not wake up. Caller wanted to know if the recalled sets were involved and asked to get an offer or he would contact his lawyer.